Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's reported via phone call that the husband had received failed battery alarm and blank display. The customer¿s blood glucose level was 153 mg/dl at time of incident. It was reported that they had battery failure and they changed the battery and it was blank. It was reported that they had damage on the battery compartment. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use and revert to back up plan and treat per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed self test and displacement test. The device was monitored and no blank display anomalies or failed battery test alarms noted. The device received with cracked case on the back at the battery tube area and battery tube threads. No missing metal parts form battery tube were noted.